Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep in south korea that during an unknown surgery on an unknown date, it was observed that the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had no suction. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.